Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Intra-operatively it was found that there was some wear of the insert and lack of cement fixation to the bottom of the tray.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. Review of the device history records did not reveal any related manufacturing deviations or anomalies the returned device exhibited no visible irregularities. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.